Manufacturer narrative:
Expiration date: updated, device evaluated by mfg: updated, summary attached: updated, manufacturing date: updated. The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned device and it was observed that there was solidified contrast media noted within the hub of the device and the distal end of the balloon was noted to be partially detached. A functional test was unable to be performed as the balloon was detached. The reported complaint was confirmed based on product analysis. As per the additional information, there were no anomalies noted to the balloon catheter prior to use. An excelsior 1018 was used as a guide catheter with the transform balloon catheter. The device was returned, and the damage noted to the device is consistent with the reported event. The transform dfu states that the transform balloon catheter is compatible with a guide catheter with a minimum ID of 0.053", therefore the excelsior 1018 is not a compatible device. An assignable cause of user error will be assigned to reported and analyzed issues, as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during procedure, the surgeon felt resistance with the first balloon catheter at the time of insertion of the microcatheter. Then the balloon ¿broke¿ and the product was exchanged. The same issue occurred with a second subject balloon catheter. The subject device was exchanged with the same new product. The procedure continued and was completed without problem. There were no clinical consequences to the patient.

Manufacturer narrative:
This is the second of 2 reports.

Event description:
It was reported that during procedure, the surgeon felt resistance with the first balloon catheter at the time of insertion of the microcatheter. Then the balloon ¿broke¿ and the product was exchanged. The same issue occurred with a second subject balloon catheter. The subject device was exchanged with the same new product. The procedure continued and was completed without problem. There were no clinical consequences to the patient.